Event description:
The patient contacted animas on (B)(6) 2012, reporting that the ok button was requiring multiple presses to respond. The patient confirmed that there was no damage to the keypad or the pump housing. The patient reportedly wore the pump in a pump case attached to a belt and cleaned the pump with a q-tip. This report is made based on the allegation of the ok button response issue.

Manufacturer narrative:
Follow-up #1 (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the up, down, and ok keypad buttons were found to be intermittently responding to presses. The keypad was removed and contamination was observed under all of the button contacts. Unrelated to the complaint, the battery compartment was found to be cracked. The user guide instructs the patient that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.